Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed the right ventricular (rv) lead was over-sensing noise. No intervention was performed. The patient was stable throughout.

Event description:
New information noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead and right ventricular lead exhibited noise oversensing. The right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis, measuring 52.0cm with the helix retracted and clogged with blood and tissue. A visual examination found an external insulation abrasion at 10.0cm to 10.3cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to external abrasion consistent with friction on the device can.

Event description:
New information noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.